Manufacturer narrative:
The investigation of infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The failure mode "hypoxia/desaturation" was removed because the hypoxia is unrelated to impella since impella is not a device that oxygenates the blood per medical safety officer review. B.2 revised as selection on initial manufacturer device report number 1220648-2025-25913 was reported incorrectly. E.1 added fax number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25913. H.6 code 1918 was reported on the initial manufacturer device report number 1220648-2025-25913 and should be removed per investigation results. Code 2484 was reported incorrectly on the initial manufacturer device report number 1220648-2025-25913.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock: section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured respiratory failure with a "possible" relationship to the impella device used: ¿patient lost pulsatility with the impella. Patient was extubated on (B)(6) 2024 after impella procedure but reintubated on (B)(6) 2024. On (B)(6) 2024, patient had worsening hypoxia with secretion burden. Rml and rll collapsed with mucous plugging. Bal was positive for pseudomonas aeruginosa and +gram cocci. Patient was extubated on (B)(6) 2024.¿. The patient recovered with no sequelae. Another notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding the patient as they endured sepsis with a "possible" relationship to the impella device used: ¿on (B)(6) 2024, patient had worsening hypoxia with secretion burden. Rml and rll collapsed with mucous plugging. Bal on (B)(6) 2024 was positive for +gram cocci and pseudomonas aeruginosa. Patient was had ECMO placed on (B)(6) 2024. Patient developed elevated temps after. Patient was treated with zosyn and cefepime. ID consulted and followed patient. Patient also had c.diff on (B)(6) 2024 and was treated with 10d of vancomycin. Team determined patient was septic though cause of infection was unknown.¿. The patient recovered with no sequelae